Event description:
On 11-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of 680 mg/dl, resulting in hospitalization. The user was treated with IV insulin and IV fluids. The user recovered and discontinued ilet therapy following discharge on (B)(6) 2026.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization after reportedly experiencing loss of consciousness. Review of available complaint information indicated multiple unresolved pump alerts, including occlusion alerts, alert 77 (incomplete fill tubing), and alert 38, with incomplete troubleshooting and supply change follow-through. Engineering review found no evidence of a device malfunction, and available information indicated the pump was functioning as intended. The available evidence supports that interruption of insulin therapy resulted from failure to recognize and appropriately respond to device alerts and complete recommended troubleshooting rather than from device failure. The user was referred for additional in-person training on alert management, supply changes, and pump operation. No replacement pump was indicated based on the investigation. If additional information becomes available, a supplemental MDR will be submitted.